Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support, however, the customer was not able to complete it. Multiple attempts were made by tandem technical support to complete the check, but no response was received. Customers blood glucose was in the 400's mg/dl.